Event description:
A surgeon reported that a pt describes seeing light and dark areas generated by light sources entering temporally. The association between this event and the intraocular lens (iol) is not known.

Event description:
Add'l info provided by surgeon stated the pts best visual acuity (va) prior to surgery was 20/50. Pts current va is 20/20.